Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs2658 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter was inserted at 11:03, (B)(6) 2022 due to the need for injection of chemotherapy drug. 41 cm of the catheter was inserted and another 6 cm was exposed externally. The catheter functioned properly with proper structure until the event occurred. When measuring the vital signs at 6 am, (B)(6) 2022, the patient said that the catheter fell off with a portion in his hand. The nurse examined the PICC portion in the left upper extremity and found no dressing and the remaining part of the catheter, without errhysis. Another part of the catheter in 43 cm was found on the ground of the bedside ipsilaterally, with flat split. The patient revealed that the catheter was missing at around 4 am. Double check of the catheter placement records and catheter length was conducted immediately with another nurse. The broken catheters were totaled 47 cm in length, consistent with the records. The doctor was notified and the puncture site was observed continuously. This was reported to the head nurse as an adverse event.